Manufacturer narrative:
Investigation indicated that the reason for the collision is user related. A review of the IFU indicated that the user did not follow instructions to avoid it. The device shutdown following the collision is part of normal system behaviour.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed a follow-up medwatch will be submitted.

Event description:
During surgery, the device robot arm collided with the device covers. The collision was detected by the software and device did shutdown. Surgery was pursued after a device restart.